Manufacturer narrative:
Age at time of event: 18 years or older. Device is a combination product. Device evaluated by MFR.: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4)

Event description:
It was reported that a vessel dissection occurred. The patient presented with coronary artery disease. Vascular access was obtained via the radial artery. The 2.25x24mm, de novo target lesion was located in the left circumflex (lcx) artery. A 2.25x24mm promus element drug-eluting stent was advanced and deployed to treat the target lesion. However, while taking orthogonal views of the deployed stent, a distal edge flow-limiting dissection was noted. Subsequently, a 2.25x16 promus element stent was used to treat the dissection and the procedure was completed. No further patient complications were reported and the patient's status was stable.